Event description:
Boston scientific crm received information that during a routine device replacement procedure for normal battery depletion it was noted that the seal plug and set screw was missing from the distal right ventricular (rv) connector block. The proximal rv set screw was reportedly stripped. The device header itself was then removed and portions of the header were removed to release the lead. The chronic rv lead was tested and performed normally and remained in service. A new device was successfully implanted and to date, no adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this pacemaker was examined pre-decontamination. Visual observation noted the seal plugs were missing. The atrial setscrews moved freely with no binding. The ventricle setscrews moved, but with difficulty most likely due to body fluid contamination. The device was checked with an is-1 lead and fit was normal. The device tip and ring set blocks were checked with pin gages and were within normal limits. Both ventricle capture washers were distended and the setscrew slot was stripped. The observed rounding of the set screw hex slot is characteristic of that caused by incomplete or improper insertion of the torque wrench either during seating or unseating of the set screw. The damage to the capture washer was due to use of incorrect or broken torque wrench.